Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse initially bypassed the fiber cable between the axes controller platform backplane (acpb) and axes controller platform (acp), after which the system operated normally with no errors. When the original system cables were reconnected, the system continued to function properly. As a preventive measure to ensure long-term system reliability, the fse replaced the tap fiber cable. An RMA was not issued for return as the customer reported that the product was disposed. While a definitive root cause cannot be established since the reported complaint was not replicated during the field evaluation and the replaced part was not returned for failure analysis, the potential root cause for this failure can be attributed to transient communication issues from the fiber optic cable connected to acpb and acp located on the patient side cart (psc). The fse replaced this component as precautionary activity.

Event description:
It was reported that prior a da vinci-assisted benign hysterectomy surgical procedure (post-anesthesia), there was a repeated recoverable fault 25730 when preparing the system for an upcoming procedure. Before contacting technical support, the system was power cycled several times without success. The technical support engineer (tse) reviewed error logs and identified a communication error pattern between two boards. The tse guided the customer to power the system off and perform an emergency power off (epo) on the patient side cart, but this did not resolve the issue. The tse informed the customer that the gantry could be disabled, but no adjustments to the boom position could be made. The procedure was converted to laparoscopic surgery with no patient injury. On 11/17/2025, the following additional information regarding the complaint was provided: the reporter confirmed the patient did not suffer any injury relative to the event. The patient tolerated the conversion.